Event description:
Caller indicated that issues with potential false negative urine hcg results have been observed over the past two yrs over many lot numbers. Pts would present in the afternoon indicating a positive home pregnancy test was observed only to return a negative office hcg test with the medi-lab hcg urine kit. Caller also indicated that a quantitative hcg would usually then return a positive hcg result with the lowest being 35 miu/ml. Lot numbers of kits not available as all kits have been used and boxes discarded. Samples are not usually first morning urines and are reported as clear and free of debris. Caller states first morning urine samples are very difficult to get with pt population, but understands why a diluted sample may not contain as much hcg and thus may result in a negative reading. Caller indicates no pt's were harmed. Pt samples and testing devices are not available to be sent in.

Manufacturer narrative:
No product lot number was provided by customer. There is insufficient info to pursue further investigation. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.